Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision reported by sales rep. Right hip; reason(s) for revision: asr recalled hip. Pain in hip. Lot number for stem b45cy1000 does not bring up anything in system.